Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter was not able to be identified. Foreign material may not have been removed even by proper reprocessing due to physical damage of the device. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the scope body was cracked, the light guide lens was cracked and water tightness was lost due to a pinhole on the bending section cover and scope body. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer returned the gastrointestinal videoscope was returned for maintenance. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was a residual whitish foreign material inside the air/water cylinder. The report is being submitted due to foreign material in the scope found during evaluation.